Event description:
It was reported that the procedure was performed in the superficial femoral artery (sfa) popliteal with heavy calcification. The emboshield nav 6 filter was successfully deployed and there were no issues. However, when attempting to retrieve the filter, the filter separated and a snare device was used to manually retrieve the filter. Everything that was in the basket came out causing a clot. The clot was aspirated with an aspiration tubing and a non-abbott stent was successfully deployed to treat the patient which completed the procedure. The patient was stable and in good condition. There were no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided. The physician used a .014 -.017 viperwire advance guidewire which is smaller than the recommended size .018 guidewire and this caused the filter to separate.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control. Requirements. Csi ID: (B)(4).